Manufacturer narrative:
B3: date of event: the date of event is unknown. Bsc became aware of the event on (B)(6) 2020. A date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. An unknown syringe was returned with the device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that part of the hub is separated and still attached to the syringe. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the part of the hub that connects to an inflation device is separated.

Event description:
It was reported that a shaft break occurred. A 5.0mm x 60mm, 80 cm ranger balloon was advanced to the target lesion. While dilating the balloon, the shaft broke. The procedure was completed. No patient complications were reported in relation to this event. It was further reported that shaft break occurred outside the patient and was likely due to a material issue of the catheter or the inflation device where the catheter was screwed on. The shaft break was located a few centimeters (2cm) from the hub. It was noted that only the hub was broken. The shaft break was noticed when removing the catheter (when unscrewing again). The catheter was removed from the inflation device and the procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
The date of event is unknown. Bsc became aware of the event on (B)(6) 2020. A date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that a shaft break occurred. A 5.0mm x 60mm, 80 cm ranger balloon was advanced to the target lesion. While dilating the balloon, the shaft broke. The procedure was completed. No patient complications were reported in relation to this event.